Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or device used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2016-10530.

Event description:
Both the 228141 and 228142 implants fired both needles at once during a meniscus procedure. The doctor simply removed implants and opened new ones and continued. Additional information received via email from the sales rep on 11-10-2016. The failure caused a delay in procedure by 5-10 minutes. Additional information received via email from the sales rep on 11-16-2016. The tissue got perforated/penetrated without the fixation backstops being deployed. The backstops were cut out. The hcp did not use the ¿same¿ holes with the new guns.